Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device shut down without prior warning alarms. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. A review of the device logs could not confirm the reported complaint. In-house testing could not reproduce the reported power failure without prior warning alarms. The investigation determined that the device functioned within specifications and there was no fault found with the returned unit. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).

Event description:
It was reported to resmed that an astral device shut down without prior warning alarms. There was no patient injury reported as a result of this incident.